Manufacturer narrative:
B3 date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) was not activated for a extended period of time; then, the cuff did not closed completely and the patient experienced urinary incontinence. Therefore, an additional cuff was added as atrophy was suspected. It was further reported that the aus still did not function after cuff addition; therefore, the physician removed the entire system. The device was not replaced. No complications were reported. The patient fully recovered.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. Investigation summary: with all the available information, boston scientific concluded that the reported patient symptoms are known risks associated with artificial urinary sphincters and are noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device was returned and analyzed. Upon inspection, no product malfunctions were identified in the 3.5 cm cuff, balloon and pump. A pinhole was identified in the 4.5 cm tandem cuff; the tear identified is consistent with tool damage attributable to handling of the device most likely during implantation. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptoms of atrophy and urinary incontinence were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) was not activated for a extended period of time; then, the cuff did not closed completely and the patient experienced urinary incontinence. Therefore, an additional cuff was added as atrophy was suspected. It was further reported that the aus still did not function after cuff addition; therefore, the physician removed the entire system. The device was not replaced. No complications were reported. The patient fully recovered.

Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) was not activated for a extended period of time; then, the cuff did not closed completely and the patient experienced urinary incontinence. Therefore, an additional cuff was added as atrophy was suspected. The patient is expected to fully recover.